Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the handpiece seemed to have a jammed coag button or a short circuit. There was a continuous stream of energy in the diathermy tip even when not in use. The patient was not harmed and the handpiece was changed immediately after it was noted.